Event description:
It was reported that the device was recording noise as episodes. The programming was changed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was recording noise as episodes. The programming was changed and the device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device was removed and that the patient withdrew from the (B)(4) study. No patient complications have been reported as a result of this event.